Event description:
Some didn't open properly - tilted (flipping filter). No difficulties reported with the filter deployment, all legs attached to the cava wall, but the dome flipped to one side. An add'l same make filter was placed above the reported item. The dr felt better about placing two filters due to the condition of the first filter.